Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
Revision for a loose, dislocated shoulder in which the insert was upsized.